Event description:
Pt reported capsular contracture and non-hodgkins lymphoma on the breast implant f/u study annual questionnaire. Healthcare professional confirmed the event of non-hodgkins lymphoma, but was unable to provide further info. This file is for the right side. See MFR 2024601-2013-00981 for the left.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Pts should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.